Event description:
Synch pas study. The patient developed a hematoma and fluid collection in the pump pocket. Keflex 500 mg qid, vancomycin IV qd and a silvadine dressing outcome: resolved without sequelae.